Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. A lead fracture was suspected. An x-ray was performed and no anomalies were observed. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.